Manufacturer narrative:
Based on the current information provided, the root causes of the patient deaths cannot be determined or are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument details. The specific procedures/event dates are unknown. This complaint is being reported due to the following conclusion: within an drafted, unpublished clinical article, it is noted that three children underwent unspecified da vinci-assisted xi surgical procedures and died based on a median follow-up of 20 months. At this time, the root causes of the patients deaths are unknown. However, according to the author, a professor confirmed that the mentioned deaths were not related with the use of the da vinci systems and were due to other unspecified reasons. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
Intuitive surgical, inc (isi) became aware of a drafted, unpublished clinical article. Within the drafted clinical article, it is noted that three children who had undergone unspecified da vinci-assisted xi surgical procedures reportedly died after a median follow-up of 20 months. On 28-jun-2022, isi obtained additional information about the drafted clinical article complaint from the author. The author indicated that per a professor, the three cases of death are due to metastasis of kidney cancer, one malformation, and one intraabdominal sequestration. The professor confirmed that the mentioned deaths were not related with the use of the da vinci systems and they occurred multiple months after the surgery due to other unspecified reasons. Also per the author, the professor stated that patients are followed up one year after the operation and there were no post-operative complications due to the da vinci robot. According to the professor, the complications are surgical or pathological. The patient's autopsy reports were not provided. The patients' demographic information was not provided. No products are available for isi to evaluate as there was no malfunction.

Manufacturer narrative:
A medical review of the event description was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) and the following was noted: based upon the information in the description of events, there is insufficient information to determine the extent to which da vinci system may have contributed or caused the three mortalities noted in the article, ¿morbidity of pediatric robotic surgery¿ (blanc, t., vinit, n., et al.). Given that the median time frame from surgery to mortality, it is not likely that the da vinci system, instrumentation, and/or accessories caused or contributed to these mortalities. However, there are many unknowns, such as underlying medical condition, operative procedure, if there were any intra operative complications, and post operative course.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
In supplemental MDR #1, field d4/model number was inadvertently populated with "3". The field was correctly populated in the initial MDR with "380652". The field is populated with the correct number in this report to correct the invalid information that was previously provided on supplemental MDR #1.

Event description:
Refer to h10/h11 for follow-up information.